Event description:
Philips received a complaint indicates that ECG waveform was not displayed. Device was in use at time of event, no patient harm reported. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the ECG leads will need replacement. The customer was advised to order replacement ECG leads to rectify malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.